Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to continue using the current pump until a replacement with updated software was received; they acknowledged this and understood instructions for returning the problematic pump. A replacement pump was sent, and the customer was advised on how to store and return the faulty pump.